Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zfv6 device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zfv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that restenosis of the stented artery is listed as a known potential adverse event within the instructions for use (ifu0058-4). There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the available information it is known that patient¿s enrolled in this study suffered from critical limb ischemia. It is also known that other patient pre-existing conditions included hypertension, diabetes, hyperlipidemia, renal insufficiency, coronary artery disease (cad), congestive heart failure (chf), cerebrovascular disease and chronic obstructive pulmonary disease (copd). It should also be noted that restenosis (occlusion) is listed as a known potential adverse event within the IFU however, there is no evidence to suggest the device malfunctioned or deteriorated in performance characteristics during the study. As per clinical input it is likely that the patients¿ severe underlying disease would have been a prominent contributor to the occlusion leading to the patients requiring intervention. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter 21 limbs underwent reintervention; percutaneous angioplasty was performed in 15 cases, a drug eluting balloon was used in 8 cases, three patients required stenting and three required femorocrural bypass. Six patients underwent more than one reintervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to the investigation being completed on 16-apr-2021.

Event description:
Complete report being submitted due to updated description of event confirming the qty of devices used and the subsequent completion of investigation on 31 mar 2023. See below: torres blanco et al 2016: (zilver flex) "mid-term outcomes of endovascular treatment for tasc-ii d femoropopliteal occlusive disease with critical limb ischemia." Access to the lesion was achieved via the common femoral artery through a contralateral retrograde approach as the preferred access. Lesions were crossed with 0.035-inch or 0.018-inch wires and 4f or 5f hydrophilic catheters. Predilatation was routinely performed. Stenting was routinely performed in all patients with sfa occlusions. In cases of several stents, these were overlapped by 1 cm, trying to use as few as possible. Stents utilized were nitinol self-expanding or ptfe-covered stents, and the selected type was determined by available inventory and operator preference. Postdilution was performed when there was inadequate angiographic outcome. Twenty-one limbs underwent reintervention; most of them were pta (15), with drug-eluting balloon in eight cases, three stenting, and three femorocrural bypass. The mean time of reintervention was 20 ± 12 months. Six patients underwent more than one reintervention. Reported used is 02 due to the placement of 02 zilver flex stents in the study.

Manufacturer narrative:
PMA 510k #p050017/s006. Device evaluation: the zfv6 device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zfv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that restenosis of the stented artery is listed as a known potential adverse event within the instructions for use (ifu0058-4). There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the available information it is known that patient¿s enrolled in this study suffered from critical limb ischemia. It is also known that other patient pre-existing conditions included hypertension, diabetes, hyperlipidemia, renal insufficiency, coronary artery disease (cad), congestive heart failure (chf), cerebrovascular disease and chronic obstructive pulmonary disease (copd). It should also be noted that restenosis (occlusion) is listed as a known potential adverse event within the IFU however, there is no evidence to suggest the device malfunctioned or deteriorated in performance characteristics during the study. As per clinical input it is likely that the patients¿ severe underlying disease would have been a prominent contributor to the occlusion leading to the patients requiring intervention summary: the complaint is confirmed based on customer testimony. According to the initial reporter 21 limbs underwent reintervention; percutaneous angioplasty was performed in 15 cases, a drug eluting balloon was used in 8 cases, three patients required stenting and three required femorocrural bypass. Six patients underwent more than one reintervention. Confirmed used is 02 due to the placement of 02 zilver flex stents in the study. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Torres blanco et al 2016: (zilver flex) "mid-term outcomes of endovascular treatment for tasc-ii d femoropopliteal occlusive disease with critical limb ischemia". Access to the lesion was achieved via the common femoral artery through a contralateral retrograde approach as the preferred access. Lesions were crossed with 0.035-inch or 0.018-inch wires and 4f or 5f hydrophilic catheters. Predilatation was routinely performed. Stenting was routinely performed in all patients with sfa occlusions. In cases of several stents, these were overlapped by 1 cm, trying to use as few as possible. Stents utilized were nitinol self-expanding or ptfe-covered stents, and the selected type was determined by available inventory and operator preference. Postdilation was performed when there was inadequate angiographic outcome twenty-one limbs underwent reintervention; most of them were pta (15), with drug-eluting balloon in eight cases, three stenting, and three femorocrural bypass. The mean time of reintervention was 20 ± 12 months. Six patients underwent more than one reintervention.